Event description:
A customer reported difficulties with the pump's quick bolus/wake button, which required multiple presses to illuminate the screen, and experienced issues with the pump screen being dark and refusing to turn on. Despite these problems, there was no adverse impact on the customer¿s blood glucose level, as it remained within the normal range. The pump was replaced to resolve the issue, and the customer will continue to use the current pump for insulin therapy until the replacement arrives.